Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable phosphate (inorganic) ver.2 (phos) results on their p-module. The customer provided data for seven patients, four of which had discrepant results. The patient samples were processed on the customer's modular pre analytics device. The first patient's initial phos result was 5.7 mg/dl accompanied by a data flag. The repeat result was 3.4 mg/dl. The second patient's initial phos result was 5.9 mg/dl accompanied by a data flag. The repeat result was 4.2 mg/dl. The third patient's initial phos result was 5.5 mg/dl accompanied by a data flag. The repeat result was 3.6 mg/dl. The fourth patient's initial phos result was 5.4 mg/dl accompanied by a data flag. The repeat result was 4.1 mg/dl. The customer did not know which results were correct and all the results were reported outside the laboratory. There were no adverse events. The phos reagent lot number was 68817501 and the expiration date was 11/30/2014. The customer stated there was no water in the second wash nozzle. The field service representative found that the vacuum line was damaged to nozzle 5. He repaired the damaged vacuum line. The customer performed calibration and quality control and the results were all within specifications. The customer performed a precision check and all the results were acceptable and within specifications.